Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had a shocking sensation since implant and it seemed to be gradually getting worse. She noticed the shocking when she was lying on her stomach on her right side. The doctor said that it might be bad wiring. The patient was having more discomfort as time went on. She was working with her doctor on an implantable neurostimulator (ins) replacement because of this. The patient's indications for use were gastric stimulation and gastrointestinal/pelvic floor. The cause of the shocking and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the consumer reported that the implant was shocking the patient since they were implanted, but the shocking would go away and come back and in (B)(6) 2015 the shocking came back. The patient's implant was shut off 2 weeks ago in (B)(6) 2016 and the patient would be getting a replacement on (B)(6) 2016. The manufacturer representative said the shocking would go away once the device was turned off. Since the patient's device was turned off, the patient was having other symptoms. The patient had bad muscle contractions, their stomach was waving and high like a valley and shaking and giggle and cramping for a minute and this only happened at night. The only way to get rid of the cramping was to go to the bathroom. The manufacturer representative told the nurse to make sure the implantable neurostimulator (ins) was returned for testing.